Event description:
Consumer reported had sprain of left calf and after placing compress in freezer for 30 minutes he applied ace reusable cold compress securing it with velcro warp. In about 30 minutes of application, consumer started to feel tingling in the calf area. When compress was removed, a dark spot was left on skin and a leakage was also observed. Consumer was self treated with neosporin. When blister broke through, consumer went to ER and he also scheduled for a follow-up with his physician.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.